Event description:
See user facility report (B)(4).

Manufacturer narrative:
This report is sent to answer to ufr (B)(4): the reported deviation could be confirmed by log analysis. As a reaction on a detected internal communication failure the cockpit c500 performed warmstarts with alarm message "device error 3". In case of a cockpit malfunction the ventilation of the evita infinity v500 is not affected. The user will observe the deviation and is able to recognize the on-going ventilation via the supplemental oled-display inside the ventilation unit. The case was assessed to be non-reportable in accordance to 21cfr part 803.